Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that, the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device should be place in a poly bag, the bag material excess should be fold under the component and then place in an inner tray, the inner tray lid should be seal to the inner tray, place in outer tray and seal outer tray lid to outer tray. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during tka surgery, the package of the jrny ii bcs xlpe art isrt sz 3-4-rt 15mm was not properly sealed. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.